Event description:
It was reported that after an interventional coronary procedure, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting resistance was met and deployment could not be completed. The safety release was activated releasing the device from the vessel. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported resistance met during thumb advancer/exchange sheath splitting was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.